Event description:
It was reported that fiber broke at three places. A piece passed through the sheath of the ureteroscope, damaged it and remained stuck in it. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in three pieces. A fiber break was observed at two different locations along the fiber body. Based on the analysis results the reported event is confirmed. It is probable that the fiber break occurred during procedural handling of the fiber during setup, use, or reprocessing as the fiber was re-sterilized three times prior to this event. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device. Do not pull aggressively on the fiber while it is connected to the laser. Careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on analysis results, the interaction between the user and device may have caused or contributed to the identified fiber break, therefore an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that fiber broke at three places. A piece passed through the sheath of the ureteroscope, damaged it and remained stuck in it. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Event description:
It was reported that fiber broke at three places. A piece passed through the sheath of the ureteroscope, damaged it and remained stuck in it. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in three pieces. A fiber break was observed at two different locations along the fiber body. Based on the analysis results the reported event is confirmed. It is probable that the fiber break occurred during procedural handling of the fiber during setup, use, or reprocessing as the fiber was re-sterilized three times prior to this event. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device. Do not pull aggressively on the fiber while it is connected to the laser. Careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on analysis results, the interaction between the user and device may have caused or contributed to the identified fiber break, therefore an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.